Manufacturer narrative:
(B)(4).

Event description:
This record is intended to document an unknown number of occurrences where the patient experienced additional signal losses. Patient was unaware of the dates, the number of times or the duration of the additional signal losses. (B)(4).